Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was offline and in disconnect mode. A field service engineer (fse) found that the ethernet cable was not connected to the wall port. The network connection was corrected, and the station was rebooted, confirming that it appeared online. It was observed that the station had not reported to remote support services (rss) for approximately one year. Remote support services was updated to version 4.12, and component manager was updated to version 4.30. After completing the updates, the station was rebooted, and the field service engineer (fse) successfully connected remotely to the device, resolving the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es system was offline and in disconnected mode. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.